Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the objective prism cloudy (not clear view), the operation channel (primary) perforated, the suction channel buckled, the us connector/junction cable (short) buckled, the objective gluing cracked, the operation channel (primary) leak, the us connector cable (long) cut, and the distal end with ccd module/us probe failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).